Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedances measuring greater than 400 ohms. Technical services (ts) reviewed device data and confirmed system impedances have been at the maximum value of 400 ohms since the end of may. Additionally, it was noted that the device was emitting tones every nine hours due to the alert. Ts recommended to perform x-rays and discussed possible causes. X rays were performed and confirmed that there is a fracture in the electrode and that the probe is almost torn off about 2cm above the sleeve. The plan is to replace the electrode. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedances measuring greater than 400 ohms. Technical services (ts) reviewed device data and confirmed system impedances have been at the maximum value of 400 ohms since the end of may. Additionally, it was noted that the device was emitting tones every nine hours due to the alert. Ts recommended to perform x-rays and discussed possible causes. X rays were performed and confirmed that there is a fracture in the electrode and that the probe is almost torn off about 2cm above the sleeve. The plan is to replace the electrode. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported this electrode was explanted and replaced. The electrode is expected to be returned. Additionally, the field representative noted the extraction of the lead was difficult in which they had to use a dedicated tool to remove it. No additional adverse patient effects were reported.